Event description:
It was reported that during a procedure to implant a stent graft in a left arm fistula for a pseudoaneurysm, the device failed to deploy. The procedure was done sheathless, using a 200cm, 0.035 guide wire. There was another stent graft already implanted from another visit, but because the pseudoaneurysm was not completely covered, the physician wanted to add another device. The path was not tortuous and there was no difficulty when advancing to the intended site, but once there the device failed to deploy. The device was removed and a second one was attempted. There was no reported injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were open. The stent graft had been partially released for 25mm. The outer sheath was torn off at the guiding tube and elongated in the torn area. The complaint is confirmed - user related. The examination of the returned complaint sample confirmed that the outer sheath was elongated over the entire length. According to the information received, the procedure performed was to place a stent graft without using an appropriate introducer sheath. This must have caused very high friction forces, finally resulting in the described deployment difficulties and the damage to the outer sheath. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.